Event description:
It was reported that the pt had generator replacement surgery due to generator migration. The neurologist reportedly wanted to replace the generator since it had been implanted for almost ten years, and he wanted to better position the generator. The manufacturer's consultant followed-up with the neurologist after surgery which revealed that the neurologist did not think the pt complained about a migrating generator. The consultant also followed-up with the surgeon's office, and a nurse thought that the suture was broken on the explanted generator. It was also reported that the surgeon does use non-absorbable sutures to secure the generators. No manipulation or trauma by the pt is suspected to have contributed to the generator migration. The generator was returned and received by the manufacturer. Product analysis has not been completed to date.